Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as suspected poor hand hygiene. The peritonitis was manifested by cloudy liquid and fever. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin (1.5g, intraperitoneal, discontinued after 20 days) for the event. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. It was reported that retraining of the patient and caregiver was scheduled approximately two months after the event.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.